Manufacturer narrative:
Product analysis: the pacific plus pta catheter was received into the medtronic investigation lab for evaluation. No ancillary devices nor procedural images were received for evaluation. The lot number information printed on the y-manifold was consistent with the pouch label and reported event. The pacific plus catheter was received kinked distal of the y-manifold strain relief. Sanguine residue was noted within the balloon chamber and inflation lumen of the pacific plus. The balloon chamber was received in a post-inflation profile, not tightly wrapped or winged. A 10cc water filled syringe was attached to the proximal hub luer lock and the guide wire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.018¿ guide wire was loaded through the distal tip but could not advance through the full length of the catheter. The 0.018¿ guide wire progress stopped at the distal tip of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled; the vacuum could not be maintained indicating a leak in the catheter. The 10cc water filled syringe was pressurized and liquid was observed leaking in the area of the kink at the distal tip of the y-manifold strain relief. The strain relief was removed from the y-manifold and the 10cc water filled syringe was pressurized a steady pinhole stream of fluid exited the catheter at the kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific plus pta balloon during treatment of a lesion in mid to distal location of the patients right anterior and posterior tibial artery. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A medtronic inflation device was used for balloon inflation. Embolic protection was not used. No resistance was encountered during advancement. The device was not passed through a previously deployed stent. It is reported a balloon burst occurred. The procedure was completed with a non-medtronic balloon. No patient injury reported.